Event description:
It was reported that during the procedure in the left anterior descending artery (lad), the 2.5 x 12 rx promus stent delivery system (sds) was advanced but did not advance distal to the guiding catheter. The tip of the stent system came in contact with the left main (lm) during advancement. Resistance was met at the lesion and the device was pushed in an attempt to cross the lesion. The device was removed from the anatomy and dilatation was performed. It was then noted that the stent was flared and had moved on the balloon. The physician suspected that the balloon moved on the balloon before use; however, during device inspection prior to use, there was no issue/abnormality reported. The procedure was successfully completed with the deployment of a non-abbott stent. There was no adverse patient effect. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Reportedly, the device was pushed in an attempt to cross the lesion after resistance was met. It should be noted that the promus instructions for use (IFU) states: when the catheter is exposed to the vascular system, it should be manipulated while under fluoroscopic observation. Do not advance or retract the catheter if resistance/anomaly is met during manipulation. The tip portion of this device is fragile, pay attention when manipulating the device. [Continuing to advance or retract the catheter may result in damage to the vessels, separation of the catheter, tip damage and/or stent dislodgement. The physician must determine how and whether the separated portion of the catheter system should be removed based on the medical condition of the patient. If retrieval of a portion of the catheter system is desired, some options the physician should consider are: biopsy forceps, snares and emergency CABG.] The lesion condition was described as moderately tortuous, which likely contributed to the failure to cross. It was further reported that the stent struts were flared and the stent had moved on the balloon. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. It is likely that the stent became damaged and disrupted (moved) on the balloon during the attempt to cross the tortuous lesion or during removal of the sds. It is possible the attempt to push the sds through the lesion may have contributed to the reported damage. All sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and there have been no related incidents reported for this lot. Additionally, on-line test data for this lot shows all units passed the manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. In this case, the failure to cross, stent damage, and stent movement are likely related to case circumstances.